Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the screen on basal menu was unable to move. Customer's blood glucose was unknown. Customer will not be returning the device for analysis.

Manufacturer narrative:
The pump passed the self test, displacement and leak test. The pump responded properly to button presses and was able to access all screens. No damage was noted on the keypad traces. The keypad connector was locked properly. The pump had a scratched case.